Event description:
On (B)(6) 2010, patient reported she could not get the newly filled insulin cartridge into the infusion device. Patient stated it does not screw down far enough. Verified the cartridge is filled up to the last mark. Asked patient if the plunger from the old cartridge was still in the infusion device; verified that it was. Asked patient if she had spilled insulin inside of the insulin cartridge compartment; verified that she had. Patient stated it was just a little bit of insulin, not very much. Educated patient on the proper removal of the insulin cartridge. Assisted patient with removing the plunger from the insulin cartridge; patient was able to grasp and unscrew the plunger. Had patient clean the cartridge compartment with a cotton swab and return the piston rod. Patient was able to successfully insert the insulin cartridge and prime the infusion set. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.